Event description:
It was reported that atrial oversensing was noted on the device. Programming changes were made. Patients condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.